Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed sepsis during impella support for which the impella was suspect. The impella was successfully explanted and cultures of unknown results were taken from the site. Additional information was not provided regarding the event.

Manufacturer narrative:
The impella device was not returned by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
An infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: patient symptoms and medical history obtained by the treating clinician physical examination findings results of special investigations : laboratory test results & imaging studies microbiological culture and sensitivity results response to previous treatments and therapies any relevant epidemiological information or exposure history concomitant devices in use preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. Care of access site because this evidence has not been provided, the root cause of the infection cannot be determined. This report is being filed as part of a retrospective review of historical records.